Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a fabric tear and type 3b endoleak on (B)(6) 2018 as reported by physician scott sanders at lourdes hospital paducah. The date of event is (B)(6) 2018 based on the date of endovascular aneurysm repair (evar) when the tear and endoleak were observed intra-operative. The patient was originally implanted with an afx2 bifurcated stent graft, afx vela suprarenal, and afx infrarenal aortic extension on (B)(6) 2018 by the reporting physician. During this procedure and once the main body was observed to have a fabric tear, the physician relined with a new afx2 bifurcated stent graft and afx vela suprarenal which resolved the endoleak. The patient is doing well.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging surrounding the reported event. Requests were made on (B)(6) 2018 and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than (B)(4). (B)(4).